Event description:
It was reported that a remote transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed, but post-paced t-wave oversensing continued to be seen. Additional programming changes were made at a later follow-up and the device remains implanted.

Manufacturer narrative:
(B)(4).